Event description:
Livanova (B)(4) received a report that, during setup of a 3t heater cooler, the error ee7 (pump is blocked) and ee6 (pump uses too much power warm patient tank) appeared.there is no report of any patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova field service was dispacted and replaced processor board, distribution board, erosion kit and circulation motor. The issue was solved and the unit was returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: faulty components were returned to livanova arvada and visual inspected. No visible defects could be identified. Ee6 and ee7 error codes indicate a malfunction associated to the stirrer motor. Indeed, the reported errors could be solved by stirrer motor replacement. The root cause of the reported event is a mechanical/electrical failure of the stirrer motor.

Event description:
See initial report.